Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/24/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump keypad cover was observed to be peeling at the ok button. During testing, all of the keypad buttons responded properly; the unresponsive buttons were not confirmed or duplicated. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, a crack was observed along the pump battery compartment. Additionally, the pump display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).